Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The voltage control pcb was evaluated and reseated as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited "pre-charge errors" upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.